Event description:
During troubleshooting, a check heater line alarm that appeared on the homechoice (hc) display during fill 1, the home patient (hp) disconnected the heater bag to see if solution would flow from it. The technical service representative (tsr) then advised the hp to end therapy and restart with all new supplies. The hp stated that he would use manual supplies for therapy that night. During a follow up with the hp regarding the use error, it was revealed that after the tsr explained, the hp realized that he was not supposed to disconnect the bags during therapy as it may cause a breach in the sterile pathway. The hp confirmed that he discussed with nurse about this, and will not disconnect bags during therapy again. The hp verified that he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a check heater line alarm could not be confirmed in the lab, because the sample was not returned to baxter for evaluation. The lot number is unknown therefore a batch review was not performed. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.